Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the c7000 cusa clarity console stopped functioning. The unit was on trial at a customer site. First time it occurred, customer had used it on three cases, during the fourth case on (B)(6) 2019, the unit showed signs of no suction. Verification of the unit performance was reported as ¿all was fine¿ by the sales representative and the aspiration elbow, part #: 72904869 was fine. Unit was replaced with another unit. Sales representative noticed the log file showed instances of error e1208, but according to the sales representative, there was never a message displaced on either occasion. There was no patient injury, however there was a 45-minute delay in surgery. Additional information has been requested.

Manufacturer narrative:
Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. A complaint investigation (failure analysis) and determination of root cause is not possible as the product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4) product identifier: (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.